Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was implanted on (B)(6) 2013, in order to treat an abdominal aortic aneurysm in a patient with no cardiovascular risk factor. In 2014, the aneurysm sac was embolized. On (B)(6) 2023, the device was explanted due to an enlargement of the aneurysm sac with no clear endoleak identified.

Manufacturer narrative:
D10: gore® excluder® aaa endoprosthesis - stent graft contralateral leg (unknown serial number). H3 other code, h6 code b17: the medical device was returned to a third party for investigation. The analysis report was shared with gore and is being evaluated. H6 code b13: information has been requested from the physician regarding device identification and disease progression. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B3 explanation: the exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The medical device was returned to a third party for investigation. The analysis report was shared with gore histology. Explant scientist observations: the abluminal surface of the device system was covered in moderate, scattered, dark brown biologic material. Along distal extremity b extending proximally, there was an area of thickened, yellow to dark brown biological material on the abluminal surface of the device system. Three constraint sleeves were visible and intact. Distal extremities a and b both appeared to have been transected. The visible portions of the lumens appeared to be patent; however, no saline-patency test was noted to have been performed, therefore the patency of the device system could not be confirmed. From gross images, all material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during a surgical procedure. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested, as the time and cause of an aneurysmal sac enlargement cannot be determined based off the images or analysis provided. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement. H6: added f1901 for the embolization done in 2014. Updated c21 to c19. Updated d16 to d15 and d12.

Manufacturer narrative:
H6: added b22. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. D6b: corrected explant date.